Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 2/21/99 at a retail vendor. Medical treatment was sought on 3/20/99 for infection and removal of the earring at the ear piercing site. She was admitted into the hospital on 3/20/99 and discharged on 3/27/99. Current information does not show antibiotics were given.